Manufacturer narrative:
No supplemental sample information was provided. Review of the qc data shows that instrument was at the high end of the range after the event. A field service engineer (fse) was dispatched and noticed that the cre module was draining weakly. The fse performed a cup maintenance. The fse noticed during maintenance that the drain valve was not closing quick enough. The fse removed the drain valve and cleaned.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one erroneously high creatinine (cre) patient result generated by the unicel dxc 800 pro synchron chemistry analyzer. The original result yielded 5.3 mg/dl and was amended to 0.8 mg/dl. No change to patient treatment or diagnosis.